Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The patient experienced a sore at magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported). Surgery under IV sedation has been completed on (B)(6) 2024, in order to replace the magnet. The implanted device remains.